Manufacturer narrative:
Citation: ramlawi b. Short-term outcomes with direct aortic access for transcatheter aortic valve replacement. J heart valve dis. 2015 jul;24(4):426-32 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding short-term outcomes with direct aortic access for transcatheter aortic valve replacement. All data were collected from a single center between january 2011 and march 2015. The study population included 78 patients (predominantly female; mean age 81 years), 62 of whom were implanted with medtronic corevalve® (serial numbers not provided). Among all patients 3 deaths occurred within the 30 day postoperative period: one death was due to a ventricular-septal defect and aortic insufficiency; one death was due to ventricular fibrillation; and one death was due to apnea (unknown reason). Based on the available information, the three deaths occurred in patients implanted with a medtronic product; however, none of the deaths were directly attributed to medtronic product. Among all patients adverse events included: arrhythmia, new permanent pacemaker implantation, myocardial infarction (mi), stroke, mild paravalvular leakage, ventricular perforation, and valve-in-valve implantation. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.